Manufacturer narrative:
The insulin pump passed the displacement test. However, it alarmed during basic occlusion test due to slightly loose drive support disk. The device had minor scratches on lcd window and broken belt clip slot.

Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer's blood glucose level was 246 mg/dl. She was unable to prime her insulin pump. The drive support cap was sticking out. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.